Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 400s-range mg/dl and 100s-range mg/dl. Customer felt hyperglycemic symptoms (lightheadedness) at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.